Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green picture. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During testing, the reported image discoloration was not confirmed. However, inspection of the video cable showed the charge coupled device and the close control unit plug components had damage. The cause of the component damage may have occurred due to the use of excessive force by customer. Olympus will continue to monitor field performance for this device.